Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns had a loose q-syte connection. The following information was provided by the initial reporter: "the customer reported about disconnection occurring during use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: investigation summary: bd received a sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. A manufacturing root cause has been determined. During our assembly process of the product this failure can occur if the components are not properly aligned in the manufacturing machinery. Misalignment can result in a product that cannot properly connect to compatible devices. A device history record review was not performed since a lot number was not reported.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns had a loose q-syte connection. The following information was provided by the initial reporter: "the customer reported about disconnection occurring during use."